Event description:
Patient had hardware removed from left foot that was found broken. The metatarsophalangeal (mtp) fusion plate, left, size 3 plate# mtp-ps3l. Patient is diabetic and obese. Manufacturer response (as per reporter) for mtp fusion plate, tornier/nexamanufacturer rep was present during surgical removal and took possession of defective product for evaluation.